Event description:
As reported by the edwards field clinical specialist, following balloon aortic valvuloplasty with a non-edwards balloon, and while positioning a 26mm sapien valve, the pacing wire needed to be repositioned. The patient developed ventricular tachycardia and ventricular fibrillation unresolved by multiple defibrillations and cardiopulmonary resuscitation. It was decided to deploy the valve and place the patient on cardiopulmonary bypass. The valve was successfully deployed 60/40 in the native aortic annulus. The patient was weaned off cardiopulmonary bypass, extubated and transferred to intensive care unit in stable condition. Post valve deployment transesophageal echocardiogram revealed mild paravalvular leak and no central aortic insufficiency.

Manufacturer narrative:
The device history record review of the effected sapien valve shows the device met specifications prior to distribution. The device is not available for analysis as it remains implanted. Per the instructions for use (IFU), arrhythmias are a known potential risk associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall transaortic valve replacement (tavr) procedure. Ventricular tachycardia is typically a complication associated with poor ventricular function, inadequate coronary perfusion, annular rupture/ aortic dissection, or electrolyte deficiencies (eg, hypokalemia, hypocalcemia, hypomagnesemia). In this case, the patient had normal ventricular function, and there was no report of annular rupture or aortic dissection. The patient's full medical history is not available; however, the patient was reported to have had a CABG in 5/2011. It is unknown if there was inadequate coronary perfusion at the time of the event. The device is not being returned for analysis as it remains functional in the patient there is no allegation of device dysfunction, misuse or mislabeling. And no inadequacies in the physician training have been identified; therefore no further investigational actions will be performed in relation to this event.